Event description:
Patient reported unknown side "rupture". Healthcare professional later reported right side ¿replacement due to lt rupture¿. This record is for the right side. Device was explanted.this record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b2, b5, d1, d2a, d2b, d4, g1, g2, g4, h4, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to partial date of implant: 2016.

Event description:
Patient reported "rupture". This record is for the right side. Device was explanted.